Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e411 disk. The initial result was 14.89 pg/ml. The repeat results were 24.15 pg/ml and 22.42 pg/ml. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.